Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip is not properly loaded on the grips. Additional finding related to the primary failure: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .012" offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the medium-large clip instrument couldn't engage when grasping the vessel on the second trial. The procedure was completed with a backup instrument and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: a weck hem-o-lok medium-large clip applier was used with a green cartridge. The user was able to move the instrument around. The instrument did not misapply the clip. The surgeon confirmed closure of the clip after ligation.